Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue showing myopotential inhibition lead to pauses in pacing was observed. Patient presented in clinic with syncope. Programming changes were recommended. No further information available.